Manufacturer narrative:
The device was returned to the MFR and analyzed. Joules were verified on the fiber cord as 102,610 joules. Failure analysis disclosed that the fiber cap was drilled through, although intact and attached. The cap was also found to be burnt and melted and exhibits detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition would result in reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
The customer reported that the fiber cap "blew off" (detached) inside the pt at 94,263 joules during prostate vaporization. It was reported that the fiber cap was retrieved. The procedure was completed with another fiber. It was reported that there was no harm to the pt.